Event description:
It was reported that the patient presented at the emergency room with bradycardia. It was noted that a high pacing impedance and high capture thresholds was seen on the right ventricular lead. The right ventricular lead was capped (B)(6) 2022 and replaced. The patient was stable.